Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated with injections of vancomycin (2gm, route and frequency not reported) and fortum (1gm, route and frequency not reported). The cause of the peritonitis was unknown. It was not reported if the patient was recovering or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.